Manufacturer narrative:
This complaint is being reported out of an abundance of caution for possible (B)(6) exposure. A lab handling live (B)(6) cultures typically requires respirators to be worn at all times as part of ppe. However, it was unclear if a respirator was being worn at the time of the incident to prevent potential aerosol exposure. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd bactec¿ mgit¿ 960 system a culture tube broke inside the instrument. The culture tube reportedly contained a (B)(6) culture. The contents of the culture tube leaked into the drawer of the instrument. The instrument underwent required decontamination. All culture tubes in the instrument where removed and sub-cultured. There was no indication that patient treatment was delayed as a results of the sub-culture. The customer indicated that appropriate ppe's where worn and that no person was exposed to the lab specimens as a result of the breakage. However, the customer did not specify specific ppe's that were being worn at the time of the incident.

Event description:
It was reported that while using a bd bactec¿ mgit¿ 960 system a culture tube broke inside the instrument. The culture tube reportedly contained a positive mycobacterium tuberculosis culture. The contents of the culture tube leaked into the drawer of the instrument. The instrument underwent required decontamination. All culture tubes in the instrument where removed and sub-cultured. There was no indication that patient treatment was delayed as a results of the sub-culture. The customer indicated that appropriate ppe's where worn and that no person was exposed to the lab specimens as a result of the breakage. However, the customer did not specify specific ppe's that were being worn at the time of the incident.

Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(4). The complaint was reported for a broken tube contaminating the instrument with fluid which caused failure of the detector boards and other components. This required instrument service to switch out the failing components to restore the instrument to operation. The complaint was not confirmed as there was no malfunction of the instrument associated with the broken tube. The failure occurred as a result of tube breakage with leakage. There was no information provided as to how the tube became broken and no photos of the incident were supplied. It was noted that proper ppe was being worn and that no injuries resulted from this incident. Leakage/spill warnings with decontamination instructions are contained in the user's manual. The root cause of the complaint was a broken tube leaking fluid into the instrument. Due to the nature of this complaint a DHR review was not applicable. No new risks or hazards were identified and no corrective actions were required. Bd quality will continue to monitor trends associated with this type of complaint.